Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the surgeon fired the ets flex twice on the left side of the uterus. During the third firing at the level of the round ligament toward the broad ligament the stapler was fully articulated. The staples on the right side stapled and the left side of the cut line had inconsistenly formed staples with oozing. Ligaclips were used to control the bleeding. A second instrument was used to complete the case. The trw35 reload with lot #k46m6x and batch #k00w5d will be returned with the instrument.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned to co with product inquiry #973600. Visual inspections & results: batch number, k00w5d; cartridge pan in place/condition, yes/good; condition of drivers, rolled; lockout tabs on pan condition, fired and position/condition of wedge sleds, right fully fired, le. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no. Analysis conclusion: based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why instrument reportedly "inconsistently formed staples" during surgery. Instrument was returned in good physical condition. Instrument was cycled, fired, cut, and fomred staples within design specification. Instrument was disassembled to examine internal components and no deformations could be identified. It was concluded that instrument was fully functional and conforming to design specifications. Experience surgeon reported could not be repeated. Returned cartridge had broken towers and rolled drivers. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuoulsy improve co's products.